Manufacturer narrative:
The voluntary medwatch (mw5106139) was received in the mail from the FDA. There is insufficient information included in the form for an investigation to be preformed. The exact device can not be confirmed because a catalog code or lot number were provided. The facility where the event occurred and contact information for the complainant were not provided. The report indicated the catheter was implanted in the patient for 2 years, 9 months. It is well documented in the literature that hemodialysis catheters can get stuck in the central vein after long term use and their removal can be complicated. Excessive force applied to a "stuck" catheter can result in lumen breakage and migration.

Event description:
Dialysis catheter broke at outside free-standing center while they were trying to remove it. Had been in place for 2 years 9 months. Tip broke off and migrated to left pulmonary artery. Procedure aborted and patient sent to the hospital. Removed the tip from the left pa and replaced "stuck" catheter. No sequelae.